Manufacturer narrative:
Device remains in pt. Revision surgery scheduled for (B) (6) 2010. MFR site and MFR date cannot be determined without the part number and lot number of the device. Synex ii central body devices are currently the subject of a medical device recall. An investigation associated with the product recall has identified the following: the primary root cause has been identified as wear of the locking mechanism. Specifically, the failure was a result of severe wear to a critical feature of the locking mechanism teeth, the rake angle, which is responsible for locking of the expandable locking ring under load. This worn condition would allow the locking ring to open, resulting in the observed central body height loss. The described wear is caused by unanticipated loading and motion patterns, not predicted by preclinical testing. Secondary factors that may have contributed to making the locking mechanism more vulnerable to wear include: lubrication due to bodily fluid, non-union, inappropriate tolerances, insufficient mechanical test setup, insufficient tooth rake angle, and the eccentric central body position.

Event description:
Pt was implanted with synex ii at l4 following trauma. Bone graft and competitor rods and screws were also implanted. Pt experienced 75% decrease in device height and is scheduled for revision surgery on (B) (6), 2010.